Event description:
The technician found the brake will not hold.

Manufacturer narrative:
The technician found the brake linkage was cracked. The technician replaced the brake linkage to repair the bed.